Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a remote monitor network report completed for a patient in the emergency room (ER); however, when the network fax report came through it had an inocrrent patient name listed. There is an action planned to correct the issue. The network remains in use. There was no patient involvement.